Event description:
A nurse technician reported that the equipment displayed a system message indicating "surge". It is unknown if there was a patient involved; the timing of the event is unclear.

Manufacturer narrative:
Additional information has been requested, but the customer is unable or unwilling to provide additional information pertaining to this event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).